Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. During visual inspection a damaged battery identified; the cause could not be determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was observed with a damaged battery. No additional information is available.